Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on a review of quality control (qc) data, the qc results were at the higher end of the acceptable range which could occur due to an issue with calibration or another temporary issue. When the customer used reagent lot 169157 for the first time on (B)(6) 2016, calibration failed twice. After new calibration was performed on 11/16/2016, qc results were well within the acceptable range. It was also noted that the customer was not using the recommended rack adapters for 13 mm tubes. A general reagent issue can be excluded. The customer had no further dhea-s issues with results or qc.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned high results for 23 patient samples tested for elecsys dhea-s (dhea-s) on the cobas 8000 e 602 module. After new calibration was performed, the samples were repeated on (B)(6) 2016. Based on the data provided, the results for 7 patient samples were erroneous. The erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. No adverse event for any patient has been reported. The dhea-s reagent lot number was 169157. The expiration date was requested but was not provided.